Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an occlusion alarm after a supply change. The customer's blood glucose (bg) level was 500mg/dl. A correction bolus was delivered and an increase in the customer's basal rate was performed to address the bg level. Tandem technical support was unable to complete a system check to determine a possible cause of the occlusion due to the customer having to terminate the call. Tandem technical support attempted to follow up with the customer multiple times; however, no response was received.